Manufacturer narrative:
(B)(4).

Event description:
It was reported that implantable pacemaker was explanted due to infection/sepsis. The pacemaker was then used externally for temporary pacing support. The patient required intravenous antibiotics. Subsequently, the pacemaker was removed from service when a new system was implanted. No additional adverse patient effects were reported.